Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Visual inspection of the returned product found the lens was torn into four pieces. Both haptics and optic were torn. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a single-piece collamer lens, +24.0 diopter, in the patient's eye. The surgeon changed his mind on the lens for unknown reason and decided to replace with another lens. The incision was enlarged and the lens was cut into pieces to remove from the eye within the same surgery. An aq model three-piece silicone lens was implanted and the sutures were used to close the incision. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
(B)(4).